Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 140 mg/dl. The customer stated that while sitting at the computer and while watching tv, the insulin pump was on their side. The discontinuation of the device was advised. Nothing further was reported.